Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent breast augmentation revision with a mentor smooth round moderate profile 200cc saline prosthesis. Post procedure, deflation was diagnosed by ultrasound. As a result, the device was replaced with a mentor smooth round moderate profile 200cc saline prosthesis on (B)(6) 2017.

Manufacturer narrative:
The failure analysis lab completed the investigation of the returned device on 5/18/2018. Device evaluation summary: it was reported that a (B)(6) year-old patient underwent breast augmentation revision with a mentor smooth round moderate profile 200cc saline prosthesis. Upon receipt by mentor, the device was received without fluid. No foreign material was observed within the device the product evaluation team observed a rent measuring 5.2 cm on the posterior aspect. No other anomalies were discovered. Microscopic examination of the edges of the rent gave no indications as to cause. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 5858192 was reviewed on 03/01/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The mentor failure analysis lab received the device for evaluation 03/06/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).